Event description:
The proximal end of the shaft broke. The report received indicated that during a stenting procedure to the right coronary artery, the physician encountered difficulties and while trying to cross the lesion the shaft broke and separated. Since the broken section of the shaft was outside of the catheter and outside the pt, the physician used a clamp to safely remove the device from the pt. There were no adverse consequences to the pt. Another cypher stent was used to successfully complete the procedure. Additional procedure details indicated that the physician used force while attempting to cross the lesion. The lesion had been pre-dilated; two inflations at 10 atmospheres were conducted for a total of 48 seconds. The target lesion was 70-90% (mid/distal) part of the right coronary artery; the lesion was 20mm long with a 3.0mm reference vessel diameter. The lesion presented mild calcification and was not tortuous. The device had been inspected and prepped and no anomalies were identified.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside of the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.